Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 years post-implant, it was reported that the pt was admitted into the hospital with a driveline infection. The pt received antibiotic therapy and after 10 days the pt was stable and discharged. Approx two day later, the pt was readmitted into the hospital with dyspnea and required ventilation support and inotrope pharmacotherapy. The pt's inr was 1.4 and an echocardiogram "did not show any vad dysfunction". The pump parameters were reported to be normal. The following day, the pt remained unconscious with the need for a high amount of inotrope support and continuous renal replacement therapy (crrt). A CT scan and a repeated echocardiogram were performed and no pathology was seen. At an unspecified later time, an echocardiogram was performed which indicated an unspecified potential dysfunction of the pump. On (B)(6) 2014, the pt expired due to septic shock. An autopsy was performed and thrombus was found entering the inlet stator of the pump.

Manufacturer narrative:
The event occurred at (B)(6) hospital in (B)(6). The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.